Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms. Reprogramming was completed as recommended by technical services (ts) and the shock lead impedance measured at 66 ohms. No adverse patient effects were reported. This rv lead remains in service.